Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a040502, a1006, annex b: b01, annex c: c11, c0503, annex d: d15, d08, annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a damaged iui was confirmed during external inspection, however a thermal event could not be replicated during laboratory testing in the as received condition. The inspection of the suspect pump module found the right (male) iui was found with thermal damage on pins 12-15 , white tissue deposits and corrosion (this confirms the facility¿s issue). Laboratory test results showed that after one hour of functional infusion testing and fifteen minutes of ambulatory testing, with both the returned suspect male iui connector and a known-good part, the thermal event could not be replicated and no channel disconnects or malfunctions were observed. A resistance measurement was performed between adjacent pins to the thermally damaged male iui pins. The test result showed that the resistance measured infinite, meaning that there were no shorts within the male iui connector. The pump module event and error logs were retrieved from the suspect device using alaris system maintenance (asm) software version 12.5 to assess programming and event details related to the alleged incident. The event was reported by the facility to have occurred on 17feb2026 with no specific time provided. Only the suspect pump module was returned, the pcu or pcu logs were not returned. The pump module event logs contain limited information regarding the programming of the device and does not contain drug information. The log review of the suspect pump module error logs showed no relevant errors to the reported complaint. The log analysis showed that the last time the device was used prior dchu testing was on (B)(6) 2026. The event log analysis showed that no logs were recorded on the reported date of 17feb2026. On (B)(6) 2026, the last infusion programmed observed was at 05:04 pm on suspect pump module s/n (B)(6) with an observed rate of 16.6667 ml/h and a volume to be infused (vtbi) of 250 ml, the infusion only lasted 7 seconds until the pump alarmed check IV set and was channeled off by the user shortly after. The alaris system user manual v12.1 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The manual provides details on proper inspection of inter unit interface (iui) connectors. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain multiple notifications related to cleaning. Best practices for cleaning bd alaris¿ system devices states: do not use chemicals that can damage the instrument¿s surface. Some chemicals can weaken or damage plastic parts and may cause instruments to not operate as intended or may void your warranty. Clean both iui with the dedicated iui cleaning brush. To avoid accidental fluid deposits on the connectors, do not use any spray cleaners anywhere near the iui connectors. Never allow any cleaner other than 70% ipa to contact the iui connectors. Inspect the iui connectors on each bd alaris¿ pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs or cracks. Confirm that the instruments and iui connectors are thoroughly dry before using them again. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had right iui may be brunt out / dent on rear case. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had right iui may be brunt out / dent on rear case. There was no patient involvement.